Manufacturer narrative:
The affected primus was investigated in detail by the manufacturer. During an endurance test lasting several days no abnormalities could be found. The device log was analysed. On the day of the reported event, (B)(6) 2015, the ventilator detected an unexpected pressure peak in the piston. The exact root cause for the pressure peak could not be determined but could be provoked by coughing of the patient. According to the implemented safety concept the pressure peak lead to an autonomous shut down of the ventilator after 8 seconds and to the automatic switchover to man/spont (safety mode) as reported. In case of a ventilator drop out an appropriate acoustical and optical alarm is generated. Manual ventilation and monitoring is still available. The investigation did not give a hint to a device failure. The device was tested in the repair shop and was returned to the customer.

Event description:
.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that the primus switched to the safety mode during ventilation of a patient. The device alarmed. No injury was reported.